Manufacturer narrative:
Insulin pump passed self test and displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump error hardware low level failure alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly the insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failures error. The customer¿s blood glucose was 341 mg/dl and 274 mg/dl. The customer was able to clear the alarm and also performed the self test and able to passed the test. The insulin pump will be returned for analysis.